Manufacturer narrative:
B1: updated. B2: updated. D1: updated. D4: added catalog number, expiration date, serial number, and UDI. G3: updated 510k number. H4: added device manufacture date. H6: corrected health effect clinical code, component code, type of investigation, investigation findings, and investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening, prosthesis wear, a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
As reported via legal documentation, this patient had left knee replacement surgery on (B)(6)2009. He had left knee revision on (B)(6)2023, approximately 13 years 5 months after their initial implantation. He has developed progressive pain and debilitation related to his left knee. His x-rays showed what appeared to be loosening of the femoral component with debonding of the anterior flange with the cement mantle. The patellar component was well fixed however was severely worn and therefore, replaced. The femoral component had significant debonding of the cement prosthetic interface under the anterior flange and was easily removed. There also appeared to be loosening of the tibial component as it was removed from its cement mantle relatively easily. The polyethylene liner had minimal wear except for on the anterior portion of the tibial spine. There was synovial hypertrophy consistent with component loosening.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 200-02-38 - three peg patella 38mm; (B)(6), 204-04-55 - trapezoid tibial tray sz 5f/5t; (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm; (B)(6), 204-70-00 - tibial stem ext. Screw; (B)(6), 234-02-05 - optetrak asy,ps cemented femoral, sz 5.